Event description:
St jude symmetry aortic connectors(2) placed during coronary bypass surgery. Catherization revealed both had totally collapsed, creating a need for immediate placement of stents and possible surgery.